Event description:
While removing the laparoscope from the trocar sheath, the trocar fell apart on the field. They tried to snap the top back on while it was in the abdomen and another piece fell off. He asked for another trocar and proceeded without incident. Devices was saved as well as packaging. No apparent injury to the patient.